Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing surgical site pain and abdominal cramping from stimulator. The patient was prescribed pain medication and a muscle relaxer.

Manufacturer narrative:
Additional information was received that the physician assessed and recommended that the scs system be removed since it was causing the patient more dysfunction. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing surgical site pain and abdominal cramping from stimulator. The patient was prescribed pain medication and a muscle relaxer.

Manufacturer narrative:
Additional information was received that the patient's dysfunction was psychological. However, the area where the ipg was causing a lot of discomfort. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing surgical site pain and abdominal cramping from stimulator. The patient was prescribed pain medication and a muscle relaxer.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70 ,serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing surgical site pain and abdominal cramping from stimulator. The patient was prescribed pain medication and a muscle relaxer.